Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color after the indicator wire deployed and after the device and the non-cordis sheath introducer were completely retracted. Manual compression was used to achieve hemostasis. There was no reported patient injury. The exoseal and the non-cordis vascular sheath introducer were removed from the patient. The exoseal was prepared according to IFU instructions, and there were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including confirmation of a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used for this interventional procedure. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vascular closure device (vcd). Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. No red color was observed in the indicator window during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of the exoseal and used the device approximately 10 times per month prior to this procedure. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 7f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/ white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color after the indicator wire deployed and after the device and the non-cordis sheath introducer were completely retracted. Manual compression was used to achieve hemostasis. There was no reported patient injury. The exoseal and the non-cordis vascular sheath introducer were removed from the patient. The exoseal was prepared according to IFU instructions, and there were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including confirmation of a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used for this interventional procedure. There was no difficulty connecting the non-cordis vascular sheath introducer with the exoseal vascular closure device (vcd). Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. No red color was observed in the indicator window during retraction. Upon removal of the device from the patient, the indicator wire loop was deployed and visible. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The physician did not have the thumb placed on the plug deployment button during retraction. The physician achieved certification on the use of the exoseal and used the device approximately 10 times per month prior to this procedure. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.